Event description:
As reported, on (B)(6) 2019, the patient underwent a robotic-assisted left inguinal hernia repair with implant of a bard flat mesh. It is reported that on (B)(6) 2022 the patient underwent a robotic and open repair of a recurrent incarcerated left inguinal hernia with removal of incarcerated omentum. During this procedure a 3dmax mid mesh was placed."

Manufacturer narrative:
As reported, about 2.2 years post implant of the bard flat mesh the patient experienced a hernia recurrence and underwent surgical repair. Based on the information provided, no conclusions can be made. Hernia recurrence is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the instructions for use (IFU) supplied with the device. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of 936 units released for distribution in august, 2019.